Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch # unknown. Per photographic evaluation: pictures provided shows a contour device from a top view, also a close up of the reload is showed with staples protruding, the washer is not fully aligned with the hook and there is no staple retainer present. Additional pictures show the outer box of the device, and tyvek. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As the device was discarded, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  The following was requested, but not available: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.).

Event description:
It was reported that when handling the product, it shot alone.